Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and experienced the identified symptom door not fully latched alarm, caused by loose mechanism screws. The screws were replaced to correct this condition.

Event description:
During baxter's evaluation is it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.